Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up. Upon device interrogation, the right atrial lead exhibited loss of capture. The patient was experiencing phrenic nerve stimulation. The device was reprogrammed to vvi. The lead was explanted and replaced on (B)(6) 2016. There were no complications at the time of the procedure and the patient's condition was stable post procedure. Post operation check the next day was normal.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.